Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 45 mg/dl with unsteadiness when standing and walking and shakiness and sweatiness associated with an over delivery of insulin. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the patient treated with oral carbohydrates as needed. During troubleshooting with customer technical support (cts), it was reported that the up and down arrow buttons were over responsive and the user alleged there was an over delivery of insulin. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an over delivery of insulin.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was fully intact and all keys were fully responsive to user presses. The keypad cover was removed and there was no contamination found under the button contacts. The pump cover was removed and there was no moisture or damage found internally. A review of the total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately.